Event description:
The account alleged the nurse call in not functioning from either side rail on the bed. No injury reported.

Manufacturer narrative:
The account replaced the logic board but the issue remains. No further ino is available on the repair of the bed at this time.